Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got multiple pump errors. The blood glucose level was unknown. Troubleshooting was performed and noticed that they were not able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had constant pump error 38 alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38 alarm. Unable to verify pump error 130 or pump error 40 due to pump error 38. The electronic assembly and force sensor had moisture damage.